Manufacturer narrative:
On march 13, 2026, novocure received additional information from the patient's spouse indicating that due to ongoing sores on the scalp, the patient required evaluation and treatment by wound care. The patient decided to discontinue optune gio therapy until there was improvement in their skin condition.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin irritation, pruritus, and ulceration cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's healthcare provider (hcp) informed novocure that the patient developed skin irritation and had been using betamethasone for one month with no clinical improvement. The ulcerated areas had increased in both amount and size. The patient also experienced persistent itching and pain that didn't improve with hydrocodone. The hcp planned to recommend the use of a skin barrier product and disposable washcloths for skin preparation and intended to prescribe clindamycin. On (B)(6) 2025, the patient's spouse reported that the patient was seen by the hcp due to significant skin irritation. Provided pictures indicated multiple eschar-covered ulcerated areas on the back of the patient's head, with possible purulent drainage. The hcp prescribed an antibiotic to promote healing of the affected areas.

Manufacturer narrative:
Novocure received additional information from the healthcare provider on december 01, 2025, that the patient was admitted to the hospital for cellulitis likely related to optune gio therapy. The patient was treated with intravenous (IV) antibiotics and subsequently discharged with a prescription for oral antibiotics. An MRI during hospitalization demonstrated no evidence of progressive disease. Initially, the patient experienced skin reactions for 6-8 weeks. In late (B)(6), the patient was prescribed topical steroid (betamethasone), followed by an antibiotic ointment (clindamycin) in late october. A skin evaluation conducted on november 10, 2025, indicated that the patient's skin condition was improving and consideration was given to resuming optune gio therapy. However, on (B)(6) 2025, the patient presented to the emergency room (ER) with symptoms including eye swelling, a severe headache, and an infected sore on the head despite using the prescribed antibiotic cream. On (B)(6) 2025, the patient's spouse reiterated that the patient developed cellulitis on his forehead from a sore approximately the size of a golf ball, that led to temporarily discontinuing optune gio therapy. Note: eye swelling and headache were assessed as secondary symptoms of cellulitis therefore, not coded separately.